Event description:
It was reported via repair work order that the brakes will not engage on the head end due to a broken adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.